Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024. Block d6b: explant date: (B)(6) 2024. This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an explant procedure wherein the ipg was removed. The explanted ipg was not returned.